Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: unknown, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown, ubd: 14-jun-2022. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that contact 13 is measuring >40k ohms. There no external factors reported that may have contributed to this event. Contact 13 is not being used while programming the device. The lead will remain implanted as the impedance measurement is not causing a programming problem. The issue has not been resolved. The rep also noted the patient's diagnosis is post-laminectomy syndrome. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the high impedances was not determined and that no actions were taken to resolve the issue. No further complications were reported.